Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device no longer operating as intended. All components were removed and replaced. No patient complications were reported.